Event description:
Customer reports two infusors containing 5fu and dextrose 5% water to a total volume of 48ml overinfused over 18 hours. Pt experienced tachycardia, but no medical intervention or pt injury was reported.